Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. It was reported that a retroperitoneal hemorrhage occurred due to high access of the devices and inability to close with a device. It should be noted that the perclose prostyle instructions for use (IFU), states: do not use the perclose prostyle smc system if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and / or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique (tensioning angle not coaxial) or suture/ nick damage. The patient effect of hemorrhage is listed in the prostyle IFU as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received:a posterior foot separation was found during evaluation for the returned proglide device ((B)(4)) and the separated foot was not returned. Follow-up with the account confirmed that the separation was noted during the procedure upon removal of the device. The location of the detached foot is unknown; therefore, potentially remains in the patient. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide and a prostyle device after a transarterial chemoembolization interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred with the proglide device. The prostyle was successfully placed but a suture break occurred while tightening the knot. A retroperitoneal hemorrhage occurred due to high access of the devices and inability to close with a device. The hemorrhage was treated via surgery and manual suturing was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
H6: medical device problem code 2017 - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The proglide device referenced in b5 is filed under a separate medwatch report number.